Manufacturer narrative:
One unit was returned for investigation. Upon physical inspection, it was found that the complained issue could be duplicated. Demand valve was not functioning correctly and a pipe was disconnected inside the unit. DHR review was done, no issues related to the original complaint were found.

Event description:
It was reported that peep module doesn't work on a smiths medical parapac plus. Inlet module is loose. No patient involvement.